Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) detected high out-of-range shock impedance measurements of greater than 200 ohms, and right ventricular (rv) lead damage was suspected. Of note, the rv lead is a non-boston scientific product and was implanted in 2001. Technical services (ts) was consulted to and provided troubleshooting recommendations. No adverse patient effects were reported. This crt-d system remains in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.